Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the leadless implantable pulse generator (ipg) exhibited decreasing and increasing thresholds. The device was reprogrammed and later exhibited loss of capture. The patient felt dizzy and fell onto the bed related to the loss of capture. The physician decided to deactivate the leadless ipg and implant a regular ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.